Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Current repair. Product evaluation. Product review of the skin graft mesher sn (B)(6) by dover on 24 march 2020 revealed that the comb was bent. The pre-test could not be performed due to the damaged comb. The side plates had visible wear that could affect calibration. Product repair. Repair of the device was performed by dover on 24 march 2020 which included replacement of the following: comb, side plates, washers, ball detent, shoulder bolts the device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Previous repair. Skin graft mesher sn (B)(6) has been previously repaired/evaluated 1 time as documented in the repair reports in livelink. The last repair was 18 june 2019 by dover where it was reported that the comb was bent and replaced. This is not a related issue. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported during set up there was a damaged comb. No adverse event was reported as a result of this malfunction.